Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although, baxter attempted to obtain info, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp representative did not have info regarding whether there have been any reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all info known by the reporter at this time. A 2-year review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.